Event description:
It was reported that the 25khz straight tip was discovered to be broken in the sterile processing department after the completion of a case. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Disposed of by user facility.